Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported a patient with eye pain and dryness in the left eye twelve days post photo refractive keratectomy (prk). Upon follow up it was noted the patient is using artificial tears and a gel and has a bandage contact lens. The patient is scheduled for additional follow up. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.